Event description:
During installation, it was observed that the power supplies failed at start up. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.